Event description:
Situation- backing of bard foley catheter bag ripped while rn was emptying drainage bag. Background- patient had a foley catheter in place with red seal. Rn went to empty drainage. When she unclamped the green drainage device from catheter urine immediately started flowing all over the floor. She noticed that the backing where the green device was attached was ripped. She had to break the red seal and replace with a new catheter bag, breaking the sterile closed system. Assessment- bag ripped easily without force. The device was a bard sure step foley tray system. It was a 16fr size. The foley was placed today. The ref number is a902916. [Redacted date]: product discarded as it had urine remains in it.